Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, the customer reported that the fully charged autopulse li-ion battery (sn (B)(4)) did no power on the autopulse platform. The battery showed 4 green leds which indicated that it was fully charged. No patient involvement.